Event description:
Boston scientific received info that during the implant procedure, the distal part of the terminal pin was slightly bent. It was unk if the lead came out of the packaging that way of if this damage occurred during the extending of the set screw. When inserting the ra lead into the pacemaker, the physician experienced difficulty getting the terminal pin all the way through the distal terminal block. The terminal pin was thought to be seen and when tightening down the distal set screw first and performing tug test the lead did not pull out. Therefore, continuation with the closure of the pocket continued. However, upon interrogating the device before pt was taken off the table impedances of greater than 2500 ohms was noted with normal sensing. The threshold was difficult to determine due to artifacts on the atrial electrogram. The physician elected to program the device to vdd with a lower rate limit of 50 until the following day when the physician revised the sys. The atrial lead terminal pin was straightened and rechecked through the pacing sys analyzer with normal readings. The lead was reinserted into the pacemaker also with normal readings. Both products remain in-service. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.